Event description:
It was reported that the loop recorder exhibited premature battery depletion. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the implantable cardiac monitor exhibited premature battery depletion due to a high current drain. This was caused by a leakage current pathway in the capacitor and integrated circuit.